Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room with complaints of dark stools and weakness. Upon admission, the patient¿s hemoglobin (hgb) was 7.2 g/dl and hematocrit (hg) 22.4 % with prothrombin time (pt) 28.1 seconds, partial thromboplastin time 41.0 seconds and inr of 2.51 respectively. The patient was admitted and started on protonix and an octreotide drip. The patient¿s anticoagulant at the time of event was warfarin and aspirin. The patient was transfused with 2 units of packed red blood cells (prbc) on (B)(6) 2018 and another 2 units of prbc on (B)(6) 2018. On (B)(6) 2018, (egd) esophagogastroduodenoscopy and colonoscopy was negative for bleeding. Capsule endoscopy showed proximal jejunal bleed but no lesion was seen upon completing another egd on (B)(6) 2018. There were 6 sites of prepyloric erosions that were apc'd with some blood noted at the site. The patient received no additional blood and was ready to be discharged; however, the patient developed respiratory distress and the hgb and hg continued to fluctuate. The patient was to be monitored further. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, submitted system controller and lvas log files appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.